Event description:
(B)(6) ((B)(6) rep) called to report that after successfully completing the c-arm calibration for an l5-s1 open case with hybrid reference frame, they have difficulties registering. He states it took 30 minutes of troubleshooting and taking new images for the registration to pass. Their images included levels from l3 to pelvis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).